Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer put the pump into pocket when going for a jog, and upon returning observed a bolus had been delivered and 21 units of insulin on board (iob). Blood glucose level was 268 mg/dl. To address bg, the customer suspended pump therapy, and had a glucose pen available. Review of the bolus history verified that a carbohydrates entry of 405 grams had been entered, and a bolus was requested and delivered for 22 units. The customer acknowledged having entered 405 grams of carbohydrates, and that the reported event occurred due to user error. Additionally, the customer verified that the pump was functioning as intended. During a follow-up call, the customer reported bg was 239 mg/dl.